Event description:
In 2004, the pt reportedly experienced sound percept problems. The external processor was exchanged which resolved the problem. Four days later, while wearing the sound processor, the pt reportedly experienced sound percept problems followed by no sound percept. External equipment was exchanged. However, the problem was not resolved. The pt was seen at the center for evaluation. Testing performed confirmed that the pt's device was no longer functioning. The pt's c1 device was explanted.